Manufacturer narrative:
The patient weight was not provided. The date of death was estimated. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 10 months. It was reported that an autopsy was not performed and the lvad would not be returned. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted upon arrival for signs and symptoms of hemolysis including hemoglobinuria, mild heart failure and suspected pump thrombus. It was noted that accurate readings of lactate dehydrogenase (ldh) and inr were unable to be obtained. It was also noted that the patient reported transient elevations in pump power. The medical professionals treated the patient with heparin and integrilin without resolution of symptoms. The patient's condition reportedly worsened as their kidneys began to fail. The patient's family did not wish to have further surgical intervention and lvad support was withdrawn on an unspecified date. The patient expired due to multi-system organ failure five days after discontinuation of lvad support. Additionally, it was reported that the patient had deep vein thrombosis and 1 to 2 cerebrovascular accidents (cva) pre-lvad implant which were treated with a combination of medications (integrillin, high dose coumadin, bivalrudin). The patient's ldh level normalized; however, after being on this medication regimen, the patient had another cva (last cva was (B)(6) 2015). The patient's inr goal was 2.5 to 3.5. The patient was on aspirin, lovenox and persantine at the time.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined as the pump was not returned for evaluation. Device thrombosis, hemolysis and stroke are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.